Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system experienced an undesirable increase in stimulation during an impedance check. The patient confirmed this occurred following an unrelated spinal disc surgery. The use of electrocautery was confirmed, and it was suspected that the evoke closed loop stimulator (cls) may have been damaged due to electrocautery usage during the spinal disc surgery. A revision procedure was performed, and the cls was replaced to resolve the reported event.